Event description:
It was reported that while using bd ultra-fine¿ 1ml insulin syringe 30g x 5/16", the plunger rod could not be pulled by the user. There was no report of user impact. The following information was provided by the initial reporter: "according to the customer's report, he/she could not pull the plunger rod."

Manufacturer narrative:
Date of event: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. .